Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 350 mg/dl and 110 mg/dl; 250 mg/dl and 101 mg/dl; 280 mg/dl and 119 mg/dl. The reported values were obtained on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer no longer has the test strips; replacement was sent.